Event description:
Brush heads come loose from the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads came loose from the oral-b toothbrush, model 3765, mid-brushing. No injury was reported. On 09-aug-2023: case update: the concomitant product lot was m2298. No injury was reported. On 31-aug-2023: case update from information initially received on 09-aug-2023: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
On 14-sep-2023: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads come loose from the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads came loose from the oral-b toothbrush, model 3765, mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.